Manufacturer narrative:
The lead remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this atrial lead was exhibiting no capture due to lead dislodgement approximately 2-3 hours post implant. A revision procedure was performed and the lead was successfully repositioned. No adverse patient effects were reported.